Event description:
Customer reported an over infusion. A weight-based sodium bicarbonate infusion was set to infuse 385 ml over 1 hour. Nurse reported that 300 ml ran in over just a few minutes; when this occurred the first pump was taken out of the room, and using the same tubing a second pump was programmed. Volume and rate programming for the second pump were not provided. When the nurse returned to the room 1 hr later, reportedly an entire 1000 ml bag (unk fluid and/or concentration) had infused. She changed pumps again, and still using the same disposable set, turned the rate down to 50 and had no further issues. Customer states that this infusion protocol starts on normal saline; the pt reportedly received a total of 1400 mls in 1 1/2 hrs, however it is not known how much of the volume was normal saline and how much was sodium bicarbonate. There was no pt harm. Although requested, no additional pt or event info was provided. This report is for the description of the second device involved in the event.

Manufacturer narrative:
(B)(4). Data from the associated pcu event log was reviewed for the infusion in question. According to the log the pcu was powered on at 8:45 am on (B)(6) 2011, with two pump modules attached. The log indicates that this device was programmed immediately after the first device was stopped and turned off. The device was programmed to infuse a basic secondary infusion at 385 ml/hr and ran for approx 14 minutes delivering 82.1 mls before it was turned off. No other infusions were run on this system. External and internal visual inspection of the device found it to be in good working condition. Functional testing was performed on the device using the customer's returned disposable administration set. Rate accuracy testing performed at the incident rate of 385 ml/hr found it to be delivering fluid within specifications. The root cause of the customer's over infusion could not be determined.